Event description:
It was reported that the customer had high blood glucose levels of 469mg/dl. Customer reported symptoms of nausea, bad heart, and chest pains. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform the occlusion test due to a35 alarm. The insulin pump has cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.